Event description:
Approximately six months after percutaneous coronary intervention (pci), thrombus was found within the implanted cypher stent.

Manufacturer narrative:
This patient presented for elective treatment of 1-vessel disease. Pci was performed on a de novo lesion in the proximal right coronary artery of 20mm in length in a 3.0mm vessel diameter. The type c lesion was calcified. The lesion was pre-dilated with a 2.75x20mm kongou balloon at 22 atmospheres (atm) before deploying a 3.0x23mm cypher stent at 18 atm. Post-dilation was not conducted. Intravascular ultrasound (ivus) was conducted. The residual diameter stenosis measured 0%. Thrombolysis in myocardial infarction (timi) iii flows were recorded pre and post-procedure, respectively. Act was not measured. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included heparin 10,000 units. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Approximately eight days after the procedure, the patient developed bleeding of the digestive tract due to gastric ulceration. Post-procedure medications were stopped. Approximately 4 1/2 months later, the patient had aatrioventricular block and right ventricular infarction. The patient was hospitalized. Coronary angiography was conducted and thrombus was observed in the cypher stent. To treat the thrombus, aspiration and plain old balloon angioplasty was conducted. Then a tsunami bare metal stent (bms) was implanted distal to the cypher stent, but not overlapping it. The physician theorized that the cause of the thrombotic event was because the anti platelet therapy was stopped. Please note that the product is not distributed in the united states. However, it is similar to a us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.